Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found external insulation abrasions. As received, a complete lead was returned in two pieces. Visual examination of the lead found two external insulation abrasions breaching the sheath with the silicone insulation intact due to friction to the device can on the distal portion of the lead.